Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported difficulty removing the device from the guiding catheter is related to a potential product quality issue. Possible factors that can contribute to difficult to remove/resistance with the guiding catheter post-inflation include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends or procedural technique. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery that was moderately calcified, mildly tortuous and 60% stenosed. The nc trek neo was used to treat the lesion. After it was deflated, it got stuck with the 7f catheter. To complete the procedure, all devices were removed with no intervention required. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.